Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the nail fractured 5 month post op. Patient required revision surgery.